Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) again reporting that patient had fell and dislodged the lead. They needed a replacement. The battery screw wouldn't function as the set screw would not engage. Patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial number: (B)(4)) found that the setscrew on the ins was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the explanted lead component was disposed of, which was confirmed with healthcare professional¿s office. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-41, lot# va1g89n, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-41, serial/lot #: va1g89n, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who had an implantable neurostimulator. It was reported that patient fell down a set of stairs. They were scheduled for a revision. During revision surgery on (B)(6) 2018, it was noted that the battery had disconnected from the lead. The lead was replaced however upon insertion of the of new lead to the existing battery, it was noticed that the existing battery would not tighten down new lead. The existing battery was then replaced and they were successful with tightening down the new battery to the new lead. The affected battery will be sent in for analysis to determine if the set screw was out of place preventing lead to be secured. The issue was resolved at the time of this report. No further complications were reported.